Manufacturer narrative:
(B)(4). The curved band/balloon with 12cm of catheter and the velocity port with the locking connector and 17cm of catheter. Upon visual observation, the band/balloon had crystallize bloodstained debris which was also noted over the entire device. The band balloon was not hard. The buckle was torn at the snorkel side. A hole was observed on the balloon under the snorkel area. The hooks were engaged with the actuator ring in the locked position. There were seventeen punctures on the septum and one deep scratch of 1cm was observed. The locking connector was attached correctly. Upon visual observation of the balloon, no balloon leak test was performed. A leak test and blockage test were performed with successful results. The complaint was confirmed, the balloon was observed damaged. A possible cause of the balloon/band damage is mishandling of the device during manipulation. A review of the IFU outlined detailed instructions of device manipulation care to avoid any damage of the device which might lead to device implant failure. It was reported that the surgeon left the contrast fluid in the band, which is not indicated for band restriction. A review of the manufacturing process indicates that all products are inspected and leaked tested prior to distribution. A manufacturing issue unlikely contributed to the event. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported post implant of a (B)(4) adjustable gastric band, the band needed to be explanted because contrast was injected into the band and not removed. This caused the band to harden caused a leak. Everything else with the band was normal. The band was removed without any patient consequence.